Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported receiving low readings on the adc freestyle libre sensor. The customer reported adjusting his medication based on sensor readings. Additionally, the customer re-checked glucose reading and a sensor reading of 133 mg/dl was received when compared to a reading of 300 mg/dl obtained from an unspecified meter. No symptoms were provided and no self-treatment or third-party intervention was reported. There was no report of death or permanent injury associated with this event.